Manufacturer narrative:
E1: initial reporter telephone: (B)(6).

Event description:
It was reported the stent was difficult to remove and deformed, and additional intervention was required.a 5.00 x 20mm synergy megatron stent was selected for use during a percutaneous coronary intervention (pci) procedure. The synergy megatron was advanced into an ostial rca and positioned with slight protrusion into the aorta to cover the ostium. The stent was implanted successfully as expected. Following double deflation of the synergy megatron stent balloon, it was not possible to retract the synergy megatron balloon into the guiding catheter due to tactile resistance. The guiding catheter had to be extracted together with the guidewire and the synergy megatron stent balloon on it. After extraction, it was noted the membrane of the stent balloon had advanced to the distal marker as a result of the retraction efforts and had a bulging ring shape. This ring prevented retraction into the catheter. In addition, the section of the synergy megatron stent that initially protruded only slightly into the aorta, appeared to be stretched and the stent meshes were deformed. A standard guiding catheter and a wire were utilized to perform a pot maneuver with a 5.00 x 12mm nc balloon through one of the widely deformed meshes and this allowed to remodel the ostium. The ostium of the vessel was satisfactorily covered angiographically, although deformed parts of the former ostial synergy megatron stent section continued to protrude cranially into the aorta. The procedure was successfully completed, with prolonged procedure time. No further patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
E1: initial reporter telephone (B)(6).

Event description:
It was reported the stent was difficult to remove and deformed, and additional intervention was required. A 5.00 x 20mm synergy megatron stent was selected for use during a percutaneous coronary intervention (pci) procedure. The synergy megatron was advanced into an ostial rca and positioned with slight protrusion into the aorta to cover the ostium. The stent was implanted successfully as expected. Following double deflation of the synergy megatron stent balloon, it was not possible to retract the synergy megatron balloon into the guiding catheter due to tactile resistance. The guiding catheter had to be extracted together with the guidewire and the synergy megatron stent balloon on it. After extraction, it was noted the membrane of the stent balloon had advanced to the distal marker as a result of the retraction efforts and had a bulging ring shape. This ring prevented retraction into the catheter. In addition, the section of the synergy megatron stent that initially protruded only slightly into the aorta, appeared to be stretched and the stent meshes were deformed. A standard guiding catheter and a wire were utilized to perform a pot maneuver with a 5.00 x 12mm nc balloon through one of the widely deformed meshes and this allowed to remodel the ostium. The ostium of the vessel was satisfactorily covered angiographically, although deformed parts of the former ostial synergy megatron stent section continued to protrude cranially into the aorta. The procedure was successfully completed, with prolonged procedure time. No further patient complications were reported and the patient was fully recovered. It was further reported the ostial lesion was 90% stenosed, moderately calcified and not tortuous. No resistance was noted advancing, before the stent was deployed. No resistance was encountered during balloon inflation. Extreme resistance was noted when withdrawing the balloon from the deployed stent. One single inflation was done to implant the stent. The absence of contrast within the balloon was confirmed via fluoroscopy and it appeared the balloon was deflated completely. Before pulling back the device, double deflation was performed at approximately 15-20 seconds.